Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent protector not returned with device therefore the inner diameter of stent protector could not be checked. The first five proximal row of stent struts were not damaged; however, the remainder of the stent was damage and stretched distally 3.5cm past the distal tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink 206mm from the end of the hub. A visual and tactile examination found no issues with the tip profile. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent movement on balloon and stent damage occurred. During preparation, a 3.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. When the stent protector was removed, resistance was encountered. An additional force was applied, however, the stent moved on the balloon and deformed. The procedure was completed using a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent movement on balloon and stent damage occurred. During preparation, a 3.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to for use. When the stent protector was removed, resistance was encountered. An additional force was applied, however, the stent moved on the balloon and deformed. The procedure was completed using a non-bsc stent. No patient complications were reported.